Event description:
A nurse reports a pt had a vitrectomy with scleral buckle dissection performed for a macular hole. Although product was used at 100%, the surgeon stated there appeared to be only 70-80% of the product in the pt's eye one day following surgery. No medical or surgical intervention was required. Add'l info has been requested including the pt's current condition.

Manufacturer narrative:
The complaint device associated with this report has not been rec'd for eval. A check of product records showed that 41 bottles were filled for this lot. The analysis was acceptable and no deviations in the process were noted. All documents indicate the product met release criteria. There have been no other complaints rec'd for this lot number.